Manufacturer narrative:
Visual analysis of the returned device revealed that the head of the capio slim suture capturing device was separated at the distal end but still attached to the shaft. All of the rivets are attached. In addition, the carrier was detached and was not returned. The blue dilator assembly was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a cystocele repair by a lower approach with a prosthesis procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the carrier detached from the rest of the capio device and was lost in the patient. An x-ray confirmed it is in the patient on the right side. The surgeon tried to remove it by palpation & using an hysteroscope but without success. He removed the uphold and did a non prosthetic repair. The procedure was completed with a different device. The patient was monitored for any complication.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a cystocele repair by a lower approach with a prosthesis procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the carrier detached from the rest of the capio device and was lost in the patient. An x-ray confirmed it is in the patient on the right side. The surgeon tried to remove it by palpation and using an hysteroscope but without success. He removed the uphold and did a non prosthetic repair. The procedure was completed with a different device. The patient was monitored for any complication.